Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure withdrawal difficulties occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery (lad). A 6f mach 1 cls3.5 guide catheter had been advanced to an unspecified location. While attempting to withdraw the device through a 6f non-bsc sheath, the mach 1 got "stuck" in the non-bsc sheath. The mach1 and the non-bsc sheath were removed together as one unit. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good."